Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain, osteolysis and loosening of a competitor's stem. During the revision surgery the liner was noted to have a rough surface. The surgeon decided to implant a new liner.